Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was not confirmed. There were no patient adverse consequences. Medical records received and evaluation: not performed as the event is related to a packaging issue and device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because the device or its packaging was not returned. Based on the event description, the package looked squished and one of the blister seals had popped. This could indicate that the damage was caused by excessive/incorrect handling during storage and/or transportation. It is noted that the device was manufactured in january, 2011 and was to be used in (B)(6) 2014.

Event description:
It was reported that during inspection, before left total knee surgery, sales rep opened package for femoral component. The package looked squished and it looked like one of the seams had popped. The product was never taken out of the inner package, but sales rep questioned the sterility. He gave the surgeon another component to utilize for the surgery.

Event description:
It was reported that during inspection, before left total knee surgery, sales rep opened package for femoral component. The package looked squished and it looked like one of the seams had popped. The product was never taken out of the inner package, but sales rep questioned the sterility. He gave the surgeon another component to utilize for the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.